Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 1, box hair found inside the shrink-wrap cover.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was returned. After visual examination, allegation is confirmed. A hair was observed between the carton package and shrink wrap plastic cover. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (nc search) was performed for the finished device 866024, d21122836, and no non-conformances / manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device (866024/d21122836) product and lot numbers, and no non-conformances were identified. H10 additional narrative: added: d9 corrected: h3